Event description:
Patient had an anterior spinal fusion with antares instrumentation approximately seven years ago for which the rod broke at t12-l1 approximately three years ago. She has been having back pain and desires removal of the instrumentation.